Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: baylis transseptal needle (model# unknown, lot# unknown); st. Jude medical agilis 8.5 fr sheath (model# 408310, lot# unknown); thermocool® smart touch® sf bi-directional navigation catheter (model# d-1348-05-s, lot# 30121536l); carto 3 system (model# unknown, serial# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient underwent an ischemic ventricular tachycardia (idvt) ablation procedure with an unknown webster 4 pole w/ auto ID and a thermocool smart touch sf bidirectional (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During ablation phase, patient¿s blood pressure dropped. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was performed to remove 1000 cc of fluid from the pericardium. The procedure continued but the effusion did not stop. Therefore, the remainder of the procedure was aborted. The patient was transferred to surgery to repair the perforation in the right ventricle (rv). The patient was reported to be in stable condition. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome was improved. The physician¿s opinion regarding the cause of the adverse event is that the rv diagnostic catheter had punctured the rv. No biosense webster inc. (Bwi) product malfunctions or error messages were observed during the case. There were no factors cited such as patient¿s condition or disease that might have contributed to the adverse event. Transseptal puncture was performed with a baylis transseptal needle. A st. Jude medical agilis 8.5 fr sheath was used during the case. The ablations were performed with a power range of 40 watts. The overall time for ablation was 28.5 seconds. The power did not titrate during the ablation. The noted parameters at the site of injury included temperature of 24 degrees celsius and impedance between 124-130 ohms. The catheter irrigation was set at 15 ml/min. The patient received anticoagulant (unspecified) with an activated clotting time (act) of 300-350 seconds. The stsf catheter force range was 29-69 g and the average was 51 g. The stsf catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 did not indicate to re-zero the catheter. Multiple attempts have been made to obtain the information of the rv diagnostic catheter used during the procedure; however bwi representative informed that the catheter information is not available. The physician attributed the causality of the event to the rv diagnostic catheter; therefore, an in taking a conservative approach, this event is being created under a bwi webster 4 pole catheter which is an rv diagnostic catheter.